Event description:
Reporter indicated that a vns pt's depression has worsened. Relationship to pre-vns baseline is unk. Additionally, the pt mentioned the possibility of suicide by insulin injection if his condition did not improve. The treating physician indicated belief that the pt's depression had improved by 25%.